Manufacturer narrative:
No product is being returned for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: cer 1 of 4: (B)(4), cer 2 of 4: (B)(4), cer 3 of 4: (B)(4), cer 4 of 4: (B)(4). This cer is created based on the information received from the surgeon after logging cer (B)(4). (MDR #2027111-2018-00261) the surgeon experienced in total 4 malfunctions. This is the third cer it is noted that lately, some of the 12 mm trocars, ctf73, have a really dry seal and it is really difficult to slide the scope. It feels as the seal has no lubricant and the instrument enters with friction. The same happens when the scope is moved backwards. Trocars were not kept and also lot numbers were not noted. The surgeon uses the applied trocars since years and he`s informing us that lately this is happening, but not with all trocars. He is asking to verify. Patient status: no patient injury or illness occur associated with the complaint event.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: cer 1 of 4: 2018-1306, cer 2 of 4: 2018-100002, cer 3 of 4: 2018-100004, cer 4 of 4: 2018-100005. This cer is created based on the information received from the surgeon after logging cer 2018-1306. (MDR #2027111-2018-00261). The surgeon experienced in total 4 malfunctions. This is the third cer. It is noted that lately, some of the 12 mm trocars, ctf73, have a really dry seal and it is really difficult to slide the scope. It feels as the seal has no lubricant and the instrument enters with friction. The same happens when the scope is moved backwards. Trocars were not kept and also lot numbers were not noted. The surgeon uses the applied trocars since years and he`s informing us that lately this is happening, but not with all trocars. He is asking to verify. Patient status: no patient injury or illness occur associated with the complaint event.